Event description:
Pt was taken to or for a laporoscopic appendectomy. The base of the appendix is divided using the endo-gia stapler. Endo stapler was fired into the tissue, 3 staples were discharged into the tissue then the stapler would not fire again. Surgeon had difficulty removing stapler from tissue. Once staples and stapler were completely removed from field, new stapler was used to complete the procedure. There were no adverse effects to the patient at this time.====================== health professional's impression======================stapler jammed/misfired.